Event description:
Nursing dropped the glucometer and broke it. The glucometer was taped together with scotch tape and ran for patient results. Nurse obtained a critical value and treated patient with insulin. At change of shift, the new nurse noted patient was cold and unresponsive. The patient had a blood sugar of 15. Glucose performed in the laboratory. No documentation of controls being performed after the meter was broken. Other patients were tested, but values obtained were within normal ranges. Patients were retested by oncoming shift with a different meter.